Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a cc4204a single-piece collamer lens, +20.5 diopter, in the patient's eye on (B)(6) 2016. The lens was loaded into the injector and tore. No patient contact.